Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber 173,026 joules. No pt injury was reported. The device was not returned to american medical systems for eval.